Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: no abnormalities. The bubbles on the silver sleeve are a normal part of the function of the device when the silver has been dissolved. A functional evaluation which included submerging the catheter into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter fell out and there were bubbling on silver ion sheath. No intervention was being done. It was reported the catheter was secured via sutures and tegaderm. And four days after, the patient died due to multiple comorbidities not related to the performance of the catheter.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter fell out and there were bubbles on the heparin sheath. It was reported that four days after the catheter issue was encountered the patient passed away.